Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery took a long time to charge. Customer's blood glucose ranged from 70-130 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.